Event description:
A malfunction was reported with a code labeled malf 9, which was resettable. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer in resetting the pump and provided information for future issues, with the customer understanding and acknowledging the instructions.